Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the cut wire was oriented in the wrong direction which came out of the scope at an 8 o'clock direction. The procedure was completed with a second ultratome xl. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. H6 (device codes): problem code 3009 captures the reportable event of cut wire oriented in the wrong direction. H10: analysis of the returned device found that the working length was twisted at distal section which directly affects functionality/integrity of the product causing the incorrect orientation of the device; consequently, confirming the reported complaint. The working length twisted is an issue that could have been generated by the user or due to the interacting of the device with the other devices used in the same procedure. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is most likely that due to procedural factors encountered during the procedure the performance of the product was limited. A DHR (device history record) review was performed and no anomalies were observed. It was confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the cut wire was oriented in the wrong direction which came out of the scope at an 8 o'clock direction. The procedure was completed with a second ultratome xl. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted.